Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to an external mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a combined initial and final report.

Event description:
In situ testing shows affected channels. Re-implantation is considered.